Manufacturer narrative:
(B)(4). Final analysis found that the outer insulation was abraded exposing the outer coil at 12.7 cm to 13.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in auto mode switch episodes. The noise could be reproduced with arm movements. During lead revision, an insulation anomaly was noted on the lead; the suture sleeve was loose and the suture was placed beside the sleeve. The lead was explanted and replaced. The patient's condition before, during and post procedure was good.